Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient had been hospitalized on (B)(6) 2017 for hyperglycemia. The pdrn stated the patient was a known diabetic and the patient¿s diabetes was not well managed and the patient¿s blood sugar levels were above 600mg/dl when admitted. Per pdrn the patient received peritoneal dialysis therapy while hospitalized as of (B)(6) 2017 remained hospitalized. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient had been hospitalized on (B)(6) 2017 for hyperglycemia. The pdrn stated the patient was a known diabetic and the patient¿s diabetes was not well managed and the patient¿s blood sugar levels were above 600mg/dl when admitted. Per pdrn the patient received peritoneal dialysis therapy while hospitalized as of (B)(6) 2017 remained hospitalized. Medical records were requested.

Manufacturer narrative:
Conclusion: a temporal association between ccpd therapy with the liberty cycler and the patient¿s hyperglycemic episode requiring hospitalization cannot be determined with the information currently available in the complaint file. Additionally, there is no documentation in the complaint file that indicates a causal relationship between the liberty cycler and the patient¿s hyperglycemic event. It is likely, the patient¿s hyperglycemia is causally related to poorly managed diabetes mellitus, as reported by the patient¿s pd nurse.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 the peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was admitted to the hospital for hyperglycemia. Details of the hospitalization were unknown. The peritoneal dialysis (pd) nurse reported the patient received pd therapy while hospitalized. It was stated the patient required at least a two day hospital course (through (B)(6) 2017) however, it was unknown which date the patient was discharged back home. The pd nurse reported the patient¿s pre-existing diabetes mellitus was poorly managed prior to this hospitalization event. Additionally, the pd nurse stated the patient continued on ccpd therapy at home after hospital discharge.